Manufacturer narrative:
Additional information was received indicating that the pump was turning on and off by itself and the event was discovered during start up.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good physical condition with no damages or cracks. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was not verified. During the functional testing of the pump, the pump was able to stay on with no issue. Multiple "power up", "power down" and "patient data lost" messages were found record in the pump's event history log. Based on the event history log investigation, service will replace the micro processor board as a preventative measure. DHR review was preformed and no problems or issues were identified during the DHR review. No fault found. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump "will not stay on". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.